Manufacturer narrative:
The patient¿s weight was not provided. The reported event of random power cable disconnect alarms was not able to be reproduced. The evaluation of the returned system controller revealed inner conductor breakdown in both power cables. The system controller was functionally tested and there were no atypical alarms observed during the evaluation; however, the observed conductor breakdown has a potential to result in the reported power cable disconnect alarms. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing of the power cables during use. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Additional findings: faded serial number and software label, dim pump running symbol leds on the user interface, vertical line on the lcd screen.

Event description:
The patient reported random power disconnect alarms while on wall power. Log file submitted revealed having many pulsitile index (pi) events. During the analysis of the event log, 124 pi (pulsatility index) events occurred on (B)(6) 2020 from 12:30pm to 2:58pm. All pi events will cause the hm3 vad (ventricular assist device) speed to drop to its low speed limit, which was set at 5400 rpm. There were no other unusual events seen within the log file and the equipment was operating as expected. No additional information provided.